Event description:
The customer's device was returned to physio-control as it was on the affected list of the device. The customer received a replacement device. When the device arrived at physio-control. It failed the incoming inspection and it was sent to the failure analysis center for further evaluation. It was then observed that both, the charge-pak and attention icons were illuminated. Also, the files in the device's log showed common indicators for a lock-up failure. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The internal battery was recharged, and an automated performance inspection procedure test was performed, which passed. Upon completion of the test, the device locked-up with all led's illuminated. The device would not power down until the internal power jumper was disconnected. The failure was duplicated two (2) times. The internal battery was examined; however, no cracks or broken welds were observed. The root cause of the failure has not been determined at this time.